Event description:
It was reported that during a da vinci surgical procedure, the customer went to put the fenestrated bipolar forceps instrument in the da vinci robot and it was malfunctioning. There was a code that prompted malfunctioning according to the acm in the room. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's identification board's recognition test failed. The instrument was put on an in-house da vinci system and failed the recognition and engagement test. Failure analysis investigation also found the following damages: the instrument's pitch cable was broken at the proximal clevis hub. The clevis did not exhibit any wear. Broken strands were observed to be sticking out at the wrist of the instrument. The other cables at the wrist of the instrument were undamaged. In addition, the instrument's main tube had scratch marks/abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the broken cable and various scratch marks on the main tube with light material removal found during failure analysis if to recur could cause or contribute to an adverse event.